Manufacturer narrative:
The customer reported that two devices contributed to two reported events (one device per event). In response to the reports, two initial medwatches: 2183502-2016-01263 and 2183502-2016-01262 were submitted. The customer returned one product for evaluation. It could not be determined which reported occurrence was associated with the device; therefore, the evaluation of the one returned device will be used for each medwatch. The returned plastic connector was measured using an iso taper gage and failed to meet the depth tolerance. A closer inspection of the connector revealed it to be deformed. The device showed excessive contamination around the neckflage connector area along with possible alteration with an abrasive tool. An engraving was also found on the tapered sealing area of the plastic connector. Due to the aggressive modification performed by the customer, the investigation was unable to determine if the deformed connector was a manufacturing defect as implied in the complaint description. The deformation appears to have been caused during modification of the device. (B)(4).

Manufacturer narrative:
Investigation results: the plastic connector of the custom made device was measured using an iso taper gage and met the required depth tolerance. The cuff was also leak tested resulting in the proximal cuff showing a leak. A closer inspection revealed a hole. The investigation did not reveal any intrinsic manufacturing defects with the returned custom-made device. Devices are 100% leak tested prior to packaging. The hole likely developed during use.

Event description:
User facility reported that the device was in use with the patient and it was difficult to attach accessories to the connector. The cannula was discolored. No adverse effects to patient reported.